Event description:
The following has been reported: biomed reported: "secondary inlet port screwed off. K zero secondary port came off patient harm: no the cassette has been sequestered by the customer. A preliminary review identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.